Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump squirts insulin while priming. The customer¿s blood glucose level was unknown. Customer also reported crack on the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No a33 alarm noted during testing. No loss or protruded drive support disk noted. (B)(4).